Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 288-289 mg/dl. Reportedly, ER staff provided carbohydrates and a meal to address bg level. The customer was released from the ER 24 hours later on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.